Event description:
As reported by the edwards lifesciences affiliate in germany, asd closure was performed during the index procedure due to right shunt with desaturation of the patient. Edwards received notification of a pascal procedure in mitral position where the patient had functional mitral regurgitation (fmr) and hypertrophic obstructive cardiomyopathy (hocm). The procedure was aborted because it was not possible to get a medial grasping due to the hocm. The septum was abnormal, pushing the device to another position. The patient experienced atrial septal defect, and occlusion was performed due to a pure right shunt in case of a right heart failure. The patient was not hemodynamically unstable, but their saturation was going down due to the asd.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The complaint for difficult/unable to insert device into transseptal puncture location was confirmed with other empirical evidence based on information provided by edwards clinical specialist (cs), who was present on the site. The abnormal septum, which was described as soft and floppy, may have hindered the proper positioning of the device, leading to the creation of an atrial septal defect (asd) during the procedure. Additionally, it was reported that the medial grasping could not be achieved due to the presence of hocm. Available information suggests that both patient pre-existing conditions and procedural factors likely contributed to the event. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.